Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. Additional part used:glidescope® gvl® 4, catalog: 0574-0001,sn: (B)(4). Customer did not return.

Event description:
The customer reported that the s pgvl video monitor and glv 4 blade did not perform as intended during a patient procedure. Flickering occurred on the monitor when the cable was attached. No back-up device was used to complete the procedure. No patient or user harm.